Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) level displayed as "high"; however, no specific value was provided. Bg level was addressed with changing pump supplies. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.